Event description:
Manufacturer records showed the device was implanted after the use by date.

Event description:
Additional information reported the implantable neurostimulator (ins) was released to the hospital's consignment on 2008 (B)(6). It was noted the ins was pulled from consignment for a case dated 2008 (B)(6) and the manufacturer billed the hospital for the ins on 2008 (B)(6).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant product: product ID 3550-29, lot # n141208, implanted: (B)(6) 2008, product type accessory; product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 37752, serial # (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 3708120, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 37742, serial # (B)(4), implanted: (B)(6) 2008, product type programmer, patient. (B)(4).